Event description:
The customer reported erroneous beta human chorionic gonadotrophin (bhgc) and thyroid-stimulating hormone (tsh) patient results involving unicel dxc 600i synchron access clinical system. Beckman coulter, inc. Obtained archive data file from the customer, which indicated evidence of troponin I carrying over into bhcg and tsh reagent packs. It is unknown if the erroneous results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.